Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a driveline communication fault was confirmed. The log files spanned approximately 1 day ( (B)(6) 2021 from 06:23 to 09:04 per the timestamp). A driveline communication fault alarm activated throughout the log file due to a communication a fault. The alarm continued for the remainder of the log file and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned modular cable, lot 7367131 was initially connected to a returned controller and was able to produce driveline communication fault alarm. However, the alarm could not be reproduced again. The returned cable was operated on a mock circulatory loop and no alarm was reproduced. The integrity of the internal wires of the modular cable was tested which passed without any issue. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including driveline communication fault. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the modular cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted for patient with a continuous driveline communication fault that did not clear with self-test but did clear when silenced on the system monitor. Log file submitted confirmed the reported driveline comm a faults. Log file also contained a loss of external power event on (B)(6) 2021 at 8:45am which appeared to be the result of the patient disconnecting each controller lead from power at the same time resulting in ebb (backup battery) usage. The alarms resolved once batteries were reconnected to the controller. The patient was monitored over the next hour, in the clinic, and the alarm did not return. Alarm returned overnight. On (B)(6) 2021 the patient underwent a system controller and modular cable exchange. New log file submitted contained ~ 2 minutes in duration and shows the driveline communication fault had not returned. No further alarms reported. No additional information provided. Related manufacturer report number(s): MFR # 2916596-2021-06000 and MFR # 2916596-2021-06002.